Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4)- additional premarket/510(k) p190006.

Event description:
It was reported that a pocket revision was performed due to the patient losing weight and the implantable neurostimulator (ins) becoming superficial and dropping in the lower buttock making the device uncomfortable. The same ins was used and placed in a pocket superior to the old pocket and no revision of the lead was necessary as therapy had been effective. No patient complications were reported.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4)- additional premarket/510(k) p190006.

Event description:
It was reported that a pocket revision was performed due to the patient losing weight and the implantable neurostimulator (ins) becoming superficial and dropping in the lower buttock making the device uncomfortable. The same ins was used and placed in a pocket superior to the old pocket and no revision of the lead was necessary as therapy had been effective. No patient complications were reported.